Manufacturer narrative:
Correction: report type - report type should have been reported as 'serious injury' rather than 'malfunction'. The correct event description should have been" it was reported that the patient had presented for a generator change procedure. During the procedure, it was noted that the chronic right atrial (ra) lead and the chronic right ventricular (rv) lead exhibited high capture thresholds. The physician decided to replace the chronic ra lead with a new ra lead; however, the new ra lead exhibited loss of capture, high pacing impedance, and weak sensing. The new ra lead was not used. The physician ultimately reused the chronic ra lead as the procedure duration had become prolonged. The patient remained stable throughout the procedure.", rather than "it was reported that the patient presented for a generator change procedure. During the procedure, the physician decided to replace the old lead with a new right atrial (ra) lead due to unknown reasons. The new ra lead exhibited failure to capture and high pacing impedance which increased more than double in value. The new ra lead was not used and the physician decided to use the old lead instead. The patient was stable throughout the procedure.".

Event description:
It was reported that the patient had presented for a generator change procedure. During the procedure, it was noted that the chronic right atrial (ra) lead and the chronic right ventricular (rv) lead exhibited high capture thresholds. The physician decided to replace the chronic ra lead with a new ra lead; however, the new ra lead exhibited loss of capture, high pacing impedance, and weak sensing. The new ra lead was not used. The physician ultimately reused the chronic ra lead as the procedure duration had become prolonged. The patient remained stable throughout the procedure.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the physician decided to replace the old lead with a new right atrial (ra) lead due to unknown reasons. The new ra lead exhibited failure to capture and high pacing impedance which increased more than double in value. The new ra lead was not used and the physician decided to use the old lead instead. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.